Event description:
The customer reported the subject device exhibited a leakage from the air/water channel. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed there was a gap on the acoustic lens surface. This report is being submitted for the malfunction found during evaluation of the device (gap in acoustic lens). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (leakage from the air/water channel) was not confirmed or duplicated. However, it was observed there was a leakage due to deformed scope connector. In addition to gap in acoustic lens, service found the paint on air/water cylinder was peeled, the lock engagement lever was scratched, the t-nut was loose, the acoustic lens was scratched, the distal end was burned, the distal end was deformed, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was worn, the adhesive on the bending section cover was discolored, the bending angle in all directions was out of specification due to wear of the angulation wire, and there was play in the up/down angulation knob due to wear of the angulation wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause the event could not be determined at this time. The following information is stated in the instructions for use (IFU): "do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed that inspection of the scopes are completed prior to a procedure and the leakage was identified during reprocessing.